Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the reported no image issue could not be determined, however, the issue was likely the result of a damaged/faulty charged-coupled device unit. The event can be prevented by following the instructions for use section which state: ¿do not twist or bend the bending section with your hands. Equipment damage may result. Do not squeeze the bending section forcefully. The covering of the bending section may stretch or break and cause water leaks. The cover of the irrigation port part cannot be removed. Equipment damage can result. Do not hit or bend the electrical contacts on the endoscope connector. The connection to the light source may be impaired and faulty contact can result. Do not attempt to bend the endoscope¿s insertion section with excessive force. Otherwise, the insertion section may be damaged¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. During inspection and testing, the customer¿s reported image issue was confirmed, and found to be due to a faulty charge coupled device (ccd) unit. In addition, the control body was dented, the rubber adhesive was cracked, the insertion tube was collapsed, and the scope connector demonstrated fluid ingress. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported that there was no video image from the evis exera ii ultrasonic bronchofibervideoscope during preparation for use. There was no patient or user harm reported due to the event.